Manufacturer narrative:
On april 19, 2024, mentor was provided the following product identity information. Size: 550cc . Brand name: mentor memorygel breast implant. Catalog: 3505501bc. Lot: 5801119. On april 25, 2024, mentor became aware of the following information. Serial: (B)(6). The patient underwent bilateral removal and replacement with 635cc mentor memorygel boost breast implants during the surgery. A manufacturing record evaluation (mre) was performed for lot 5801119, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 13, 2024, the mentor analysis lab received the suspect medical device for evaluation. On may 15, 2024, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant device. Leak testing was performed, according to mentor procedure, and it identified a tear within a crease/fold on the anterior view, measuring approximately 0.3 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant during an in-office visit with a medical professional. Ultrasound imaging was conducted. As a result, the patient is scheduled for breast implant removal on (B)(6) 2024. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.